Event description:
It was reported that a no disposable clamp tubing alarm occurred. The patient silenced the alarm, reviewed the settings and attempted to close the clamp. The patient was not able to remove the tape and close the clamp. The patient powered the pump off and said that will proceed to the appointment. No patient injury was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.